Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while the programmer was being serviced it was noted that it had no calibration. The programmer is expected to be returned for service. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was able to confirm the stated reason for return of "no calibration", there was a deviation between the stylus and the cursor on the screen, diagonal from the lower left to the upper right corner. It was additionally noted that the programmer booted to a black screen and only 3 light-emitting diodes from the printer keypad were burning. The link electronic module board was not connecting with the microprocessing unit because the spacer was broken. The left display hasp was broken, the cord bay door rubber hinge was damaged and the lower case was cracked at the rubber foot. Errors were found in the software history. The spacer, hasp, cord bay and lower case were replaced, the touch screen connector was reseated, cleaned, its parameters reset and it was calibrated, a new software was installed and the device was cleaned. It passed its electrical safety as well as all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the product was returned to service.